Event description:
During a coronary stent procedure of a pre dilated tortuous and very diffuse rca, the express2 stent was successfully deployed. The physician was then going to place the 4.0 x 20 express2 proximally to the first stent, however difficulty was encountered crossing the lesion. The physician then attempted to retract the delivery/stent device back into the guide catheter and was unsuccessful. The entire system was removed without incident. Upon removal it was noted that the stent had dislodged. Attempts to locate the stent were unsuccessful and the undeployed stent remains in the patient. The case was completed with another manufacturer's stent. Pt status is listed as "okay".